Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high left ventricular (lv) lead threshold and the physician requested the lead to be programmed off. It was also noted there was high undefined pacing impedance. The lead was programmed off. No patient complications have been reported as a result of this event.